Event description:
Face swelled up [swelling face]. Burning sensation on his gums [gingival discomfort]. Still sore on [oral pain]. Pain of left side [pain]. It is uncomfortable [discomfort]. Lips swelled up [lip swelling]. Burning sensation on his lips [oral discomfort]. This is a spontaneous report received on (B)(6) 2019 from a health care professional regarding a male patient (age unknown), who's lips and face swelled up after use of col optic white prof kit in-office (35% hydrogen peroxide). There was no relevant medical history reported. A health care professional from dental practice reported the patient used the "ionic" col optic white prof kit in the office (date of use not reported). Initially the patient's lips swelled up while in the office and after he got home his face swelled up. It was not reported if the patient required treatment. Additional information was received on 19jul2019 from a health care professional. A health care professional from dental practice reported that at last check patient was more comfortable but was going to see his physician before he leaves on vacation for 2 weeks. Patient had a burning sensation on his lips and gums and still had soreness and now he reported having pain on the left side. Health care professional stated that it was definitely a severe reaction to something. Additional information was received on 19jul2019 from the receptionist. A receptionist from the dental office reported that she spoke to the patient on (B)(6) 2019 morning and he was still experiencing swelling and it is was uncomfortable. Action taken with col optic white prof kit in-office was unknown. At the time of this report, the outcome of the events burning sensation on his lips and gums were unknown and the outcome of all the other events were not resolved. Additional information was received from a dentist on 15aug2019 regarding a 72-year-old male patient. Health care professional details, patient's date of birth and weight were updated. Dentist reported that on (B)(6) 2019, col optic white prof kit in-office was used on the patient and he immediately developed a burning sensation and swelling of top and bottom lips. Dentist reported the patient was totally isolated by retractors and gingival protection during treatment. It was reported col optic white prof kit in-office was used only once on the patient. Dentist reported the patient did not receive any treatment for the burning sensation and lip swelling. It was reported the patient had not experienced similar events before. The dentist did report the patient saw his physician due to events. At the time of this report, patient was recovering from the events burning sensation and swelling of top and bottom lips and the outcome of all other events were considered as unknown.

Event description:
Lips swelled up [lip swelling]; face swelled up [swelling face]; burning sensation on his lips [oral discomfort]; burning sensation on his gums [gingival discomfort]; still sore on [oral pain]; pain of left side [pain]; it is uncomfortable [discomfort]. This is a spontaneous report received on (B)(6) 2019 from a health care professional regarding a male patient (age unknown), who's lips and face swelled up after use of col optic white prof kit in-office (35% hydrogen peroxide). There was no relevant medical history reported. A health care professional from dental practice reported the patient used the "ionic" col optic white prof kit in the office (date of use not reported). Initially the patient's lips swelled up while in the office and after he got home his face swelled up. It was not reported if the patient required treatment. Additional information was received on (B)(6) 2019 from a health care professional. A health care professional from dental practice reported that at last check patient was more comfortable but was going to see his physician before he leaves on vacation for 2 weeks. Patient had a burning sensation on his lips and gums and still had soreness and now he reported having pain on the left side. Health care professional stated that it was definitely a severe reaction to something. Additional information was received on (B)(6) 2019 from the receptionist. A receptionist from the dental office reported that she spoke to the patient on (B)(6) 2019 morning and he was still experiencing swelling and it is was uncomfortable. Action taken with col optic white prof kit in-office was unknown. At the time of this report, the outcome of the events burning sensation on his lips and gums were unknown and the outcome of all the other events were not resolved.